Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported the ventilator was not going into standby mode, since it would not detect that the patient had been disconnected. There was no patient involvement. The manufacturer¿s international service technician could not confirm the reported issue. The ventilator was correctly detecting patient disconnect and going into standby during our testing. The device was shipped back to the customer with the explanation that the air turbulence from the circuits could cause the sensors to assume a patient was connected. This is a safety factor to ensure the patient is disconnected before going into standby mode. The unit successfully passed the required performance verification test.